Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shock therapy. The patient has a history of untreated episodes due to t-wave oversensing in (B)(6) 2025 after which the device was reprogrammed to primary sensing vector x1. Technical services (ts) was consulted for further review. Besides the inappropriate therapy, no other adverse patient effects were reported.